Event description:
Physician reported that during routine cataract surgery and lens implantation with the unfolder system the trailing haptic detached. While removing the damaged iol from the patient's eye the iris was extracted. Prognosis is unknown at this time. The unfolder handpiece connection was observed to be loose and may have been a contributing factor to the detached haptic. The surgeon stated "the cause of this incident is my carelessness".